Event description:
The customer was hospitalized for low bgs. It was indicated that the pump over delivered insulin while patient was priming. The customer was connected and never saw the number being displayed at the time of prime. The customer was not on the pump at the time of call.